Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl; cause of bg not known. Customer attempted to address the elevated bg by manual insulin injection. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) at the end of january however, the specific date could not be recalled by the customer. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released two weeks later with the issue resolved however, the specific date could not be recalled by the customer. Reportedly, the customer had an "issue with kidneys" requiring dialysis. System check with tandem technical support confirmed the pump was functioning as intended.